Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2008.

Event description:
It was reported that the right atrial (ra) lead had occasional p-wave undersensing. The lead remains in use. No patient complications have been reported as a result of this event.